Event description:
Caller states customer tested 400 mg/dl on the advantage system and took an extra dose of glipizide based on this result. Paramedics arrived and customer tested 64 mg/dl on professional meter within 10 mins of result of 400 mg/dl. Customer was taken to the hospital and treated with food; she was hospitalized for 2 days due to a kidney infection. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.